Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 7360000 port & catheter allegedly experienced a fluid leak. This information was received from one source. The malfunction did not involve a patient as there was no patient contact. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review will be performed. The device has been returned for evaluation; the evaluation identified two punctures. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device has been returned for evaluation; the evaluation identified two punctures. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 7360000 port & catheter allegedly experienced a fluid leak. This information was received from one source. The malfunction did not involve a patient as there was no patient contact. The patient¿s age, weight, and gender were not provided.